Manufacturer narrative:
Siemens has confirmed that the advia chemistry systems hba1c method exhibits a positive bias of up to 12% for patient and cap survey samples due to over recovery of a1c_3 calibrators. (B)(4). Advia chemistry systems a1c_3 calibrator positive bias - was sent to customers in july 2013. The umdc instructs the customers to discard any remaining inventory of the affected lots of a1c_3 calibrator. Siemens will replace any un-used inventory of the affected lots.

Event description:
The customer has observed positive bias and failed cap survey for all samples for the advia chemistry hemoglobin a1c_3 assay, when using calibrator lot 1bd063. There were no reports of patient intervention or adverse health consequences due to positive bias and the failed cap survey when using calibrator lot 1bd063 on the advia chemistry systems.

Manufacturer narrative:
The initial MDR 2432235-2013-00345 was filed on august 8, 2013. The first follow up MDR 2432235-2013-00345_s1 was filed on september 26, 2013. Additional information (12/19/2014): final root cause: the overall capability (error budget) of a1c_3 method was not sufficient to consistently provide clinically acceptable results across all reagent and calibrator lots. A key component of the error budget is the manufacturing controls system for assignment of the calibrator bottle values where the inaccuracy of this process is due to lack of statistical power.

Manufacturer narrative:
The initial MDR 2432235-2013-00345 was filed on august 8, 2013. Additional information (09/10/2013): the suspected root cause: bias in patient sample and cap survey performance was not detected due to the insensitivity in the calibrator and reagent testing control system.